Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient was involved in a car accident prior to having ineffective stimulation. X-rays revealed that one of the leads had migrated. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively. It is unknown which lead had migrated and was explanted, so both are being reported.

Manufacturer narrative:
The methods, results and conclusions codes will be included in the final report.

Event description:
Related manufacturer reference number. Related manufacturer reference number 1627487-2019-14183. It was reported that the patient was experiencing ineffective stimulation due to high impedance. Surgical intervention may take place at a later date to explant and replace the patient's leads and ipg.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 3. Related manufacturer reference number: 1627487-2019-14179. Related manufacturer reference number: 1627487-2019-14183.